Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening curved on posterior and white particles outer device leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on posterior, observed void >1 mm in non-textured, valve-to shell-bond area, creases fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior(patch/shell bond edge) assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.